Event description:
The surgeon used numelock humerus plate for the proximal humerus fracture. When the surgeon used the drill and the drilling was done, the drill did not cut easily. The surgeon changed the drill to a drill owned by the hospital. The surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.